Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture becomes knotted and needles are popping off when pulling out of suture packaging. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 4/15/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: it was reported that the suture becomes knotted and needles are popping off when pulling out of suture packaging. What is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: all of the 2-0 silk c016d packages do this. It occurs on every case that we use the 2-0 silk packages. It probably occurs 20 times a month. There was one other complaint submitted on this item. Product was shipped back last thursday 4/4 (B)(6) cvor manager. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-04282, 2210968-2024-04283, 2210968-2024-04284, 2210968-2024-04286, 2210968-2024-04287, 2210968-2024-04288, 2210968-2024-04289, 2210968-2024-04290, 2210968-2024-04291, 2210968-2024-04295, 2210968-2024-04296, 2210968-2024-04305, 2210968-2024-04304, 2210968-2024-04298, 2210968-2024-04299, 2210968-2024-04301, 2210968-2024-04302, 2210968-2024-04303.